Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Recall work pending response to repair estimate submitted 8/27, for the following: front: chip(bot/rt/fr/cnr. Keypad: top coat worn off several places. Rear: cracks(stress/lt/fr/edg). Left side: deep scratches. Cracks(bot/rt/mid/scr, base/lt/scr). Logic board: unit gets power either iui, but no data transfer (either iui). Both iui's have moderate oxidation, but many units with this level of contamination communicate ok. Visual inspection of the logic board revealed no issues, all connections were tight, including the blue ribbon. (B)(4). Syringe split nut two 2016 >confirmed. Recalls required syr 8110 split nut recall 2 recall completed. Calibration completed. Repairs. Keypad: top layer delaminated; replaced keypad assy. Front: chips(bot/rt/fr/cnr): replaced front case, mylar gasket. Rear: cracks(stress/lt/fr/edg, rt/bot/mid/scr, base/lt/scr). Scratch (lt/side): replaced rear case, feet, and labels. Iui's cause comm errors, heavily oxidized: replaced both iui's. (Comms ok). Tamper seal void (peeled back to case joint). (B)(4). File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per (B)(4). This file contained documentation of product deficiency allegations, per (B)(4), and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per (B)(4), which required a level 2 customer advocacy quality review, also per (B)(4).